Event description:
The manufacturer received information alleging a ventilator socket alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the customer¿s complaint was not confirmed. During the evaluation of the device, "ventilator service required" code was observed in the ventilator's error log. The device's oxygen blending module board was faulty and replaced to address the issue. The device passed final test.